Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the device misfired. The stapler fired and stayed closed on the tissue. The anvil did not return to the proximal position so they couldn't open the stapler. The surgeon had to further dissect the inferior pulmonary vein and cut off one row of the staples and clamp on either side of the vessel and use sutures to tie the vessel. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.